Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Damaged one piece sled,damaged cartridge. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Liver. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected closing or opening? Higher force when fired. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Used release button. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results showed that one was returned with the cartridge deck damaged; in addition, the one piece sled was noted to be damaged. Additionally, the reload was received partially fired. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the reload, no functional test could be performed. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled and all staples are present prior to shipment. Event could not be confirmed as no instrument was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not be fired at the first stroke of second firing. Changed another reload to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.